Event description:
It was reported via repair work order that the reduced brake force due to damaged caster tires. It was also reported side rails could become unlatched during use due to missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.